Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt experienced a loss of therapeutic effect from their device despite multiple reprogramming attempts. On (B)(6) 2011, the pt's device and lead were explanted. The pt recovered without sequela.